Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination confirmed the reported, induced cut in the outer insulation of this lead. The cut was noted to be approximately 10.5 cm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed the induced cut in the lead insulation and did not identify any other product performance issues.

Event description:
It was reported that during a revision procedure to reposition the right atrial (ra) lead, the surgeon cut into the insulation of this right ventricular (rv) lead. Subsequently, this rv lead was explanted and replaced. No adverse patient effects were reported.